Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted at the end of a coronary angiogram. After insertion, it was noticed fluoroscopically that the distal part of the iab was not inflating. The iab was removed and a new one was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).